Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 02-jul-2024.a supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pre-surgical embolization of an arteriovenous malformation (avm) at the m2 segment of the middle cerebral artery, the physician placed a 2mm x 6cm cerepak freeform mini coil (mcr092060 / 31162594) into the aneurysm. The coil deployed without issue. The physician then inserted the cerepak tm detachment handle (mdh1 / 102109430) over the proximal detachment zone, then went to pull the trigger to detach; the coil did not detach. The physician then moved to manual detachment. It was reported that the physician ¿broke¿ at the correct place and the proximal detachment wire broke free, but the coil did not detach. A decision was then made at that time to retrieve and pull the complete system out of the patient and start over with new coil. There was no negative patient impact reported. The coil was retrieved, removed, and replaced without issue. On 13-jun-2024, additional information was received. The information indicated that the location of the avm was the m2 segment. Per the information, the coil was not stretched when it was removed; it was still attached to the delivery system. The microcatheter used was a plato® 17 microcatheter (scientia vascular). The replacement coil was another 2mm x 6cm freeform mini (mcr092060). The procedure was completed with second coil; embolization was finished and the physician moved on to open resection of the avm. There was an approximately 5 minutes delay in the procedure as they got the second / replacement coil to start the coil embolization process over again.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile cerepak tm detachment handle was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. The slider was easily translated when activated, and audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. The proximal end of a cerepak coil delivery system was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance, and the proximal end of the cerepak coil delivery was noted to travel 15 mm. A manufacturing record evaluation was performed for the finished device 102109430 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue documented in the complaint could not be confirmed as no product failure was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher, and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.